Event description:
According to the reporter, during a subthoracic right upper right lobectomy, when resecting the pulmonary parenchyma, the reload was attached and the lungs were clamped, but the clamping force was extremely weak, so the jaw was opened and could not fire. A new product with the same product number was taken out and used without replacing the cartridge, but the same issue occurred. In the end, the powered stapling system was used and was able to fire it without any problems using the same cartridge. There was no patient injury.

Manufacturer narrative:
Concomitant product: egiaushort endogia ultra univ sht stap (lot#: p5g1145) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.